Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It has been determined that a conclusive cause for the reported foreign material on the device cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A partial UDI is being reported because the lot number was not provided. (B)(4).

Event description:
It was reported that after unpackaging, it was noted that there was a hair stuck between the struts of the 2.75x23mm multi-link 8 stent. The device was not used and there was no patient involvement. There was no clinically significant delay and a new multi-link 8 stent delivery system was used to successfully complete the procedure. No additional information was provided.